Event description:
On (B)(6) 2026, an attempt was made to deploy a stent within the bile duct; however, the stent could not be advanced over the guidewire. As the stent was found to be kinked, the procedure was completed using a new stent. No health hazards.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.